Manufacturer narrative:
(B)(6). The subject mr290v vented autofeed humidification chamber provided with an rt380 adult dual heated evaqua2 breathing circuit has been requested to be returned to fisher & paykel healthcare new zealand for evaluation. We will provide a follow up report upon completion of our investigation.

Event description:
A distributor reported on behalf of a healthcare facility in japan, via a fisher & paykel (f&p) healthcare field representative, that an mr290v vented autofeed humidification chamber provided with an rt380 adult dual heated evaqua2 breathing circuit was found leaking water during patient use. There was no patient harm reported.